Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm meter blood glucose now and is given him a 12 hour warm up. Customer's blood glucose at time of incident was 142 mg/dl. The customer was advised that the pump alarm due to need enter high blood glucose now. The customer was unable to continue troubleshooting since we got disconnected.